Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported three samples tested positive with the cobas 6800/8800 sars-cov-2, and were negative in the retest of the same samples on a different platform. Please note that the samples were collected on dry swab nerbe plus in cobas pcr media kit which is not the recommended collection method per the product method sheet. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. All three samples initially generated a positive sars-cov-2 result with a late CT value. The same samples were then tested on a different platform generated a negative result for all samples. The negative results were released to the patient/physician. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original samples were near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® system and less sensitive test methods.

Manufacturer narrative:
(B)(6). An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)